Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yka3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she recently saw the health care professional due to an infection. It was noted that the infection had cleared up. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.